Manufacturer narrative:
Manufacturing date: oct-2015. The injector system cartridge was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lens was manufactured in october 2015. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was "blocked" into the inserter and the surgeon pushed strongly on the inserter. Reportedly, the lens unfolded rapidly when exiting the inserter and a posterior capsule dehiscence occurred. Additional information has been requested, but has not been received.